Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's family member (caller) regarding a patient receiving intrathecal morphine and another medi cation via an implantable pump for non-malignant pain. It was reported that the reason for the call was caller was the patient's husband and stated the patient was currently in the hospital. When the agent inquired if the hospital stay was related to medtronic pum p/therapy, the caller stated patient came in due to abdominal pain, but while they were at the hospital, they had to clear something out with the catheter associated with a pump, and confirmed a problem was found with the catheter. When the agent inquired event date, the caller stated not this sunday, but the sunday before last, was when they took the patient to the hospital and did not provide further information. When the agent inquired pump med, the patient stated they knew it was mostly morphine, later stated the vast majority was morphine, and patient had small amounts of other medications but names were unknown.